Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory and low voltage hazard alarms while connected to 14v batteries and decreased voltages while connected to the power module was confirmed via the submitted log file. The log file contained approximately 13 days of data (B)(6) 2021 per the timestamp. The log file captured intermittent low voltage advisory and low voltage hazard alarms that were not associated with routine battery depletion while connected to 14v batteries due to the bus voltage dropping. Intermittent power cable disconnect alarms that were not associated with power source exchanges were also captured due to the relative state of charge (rsoc) voltage on the white power cable dropping to approximately 0 v while connected to 14v batteries. The voltage was also captured below the expected voltage on both power cables while connected to the power module throughout the log file; however, it did not drop enough to activate any alarms. No other notable alarms were active in the log file. The alarms and decreased voltages did not affect the controller¿s ability to operate the pump at the set speed. It was reported that the exchanged controller will not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported power cable damage could have contributed to the reported event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(4), was shipped to the customer on 16oct2018. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. These sections, (under subsection: ¿what not to do: driveline and cables¿) instruct the user to check the system controller power cables for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. This section also cautions the user not to twist, kink, or sharply bend the system controller power cables, and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate ii patient handbook section 10 and heartmate ii instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a review of ventricular assist device (vad) history showed an unusually high number of low voltage alarms. Patient reported that batteries drained much faster than usual. A log file review was requested. Some odd low power advisory & hazard events while on battery power were noted. It was recommended to check the battery and battery clip contacts for integrity and to clean the battery and battery clip contacts with an alcohol wipe. If this did not resolve the issue it may be necessary to replace the battery clips and possibly the batteries. It was also recommended to make sure the batteries do not need to be calibrated. There were also low supply voltage values when connected to the power module so it was recommended to replace the patient cable. Replacing the batteries and clips did not resolve the issues. It was later noticed that the controller's white cable had wire damage. The patient's controller was replaced and the issue resolved.